Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur reported involved in this event was returned for evaluation. On receipt of the bur the bur was observed to be broken. The bur was evaluated by product engineering who observed; wear was noted on the drill shank. The location of the wear is at the attachment front bearing location. It is likely that the attachment front bearing was failing during use. This would have restricted rotation which would increase localized wear on the shank of the bur resulting in the break. This bur broke due to attachment front bearing failure. As a result the bur is considered concomitant to the attachment in this case.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.